Event description:
I used fixodent from 1979. While I was using fixodent, I began experiencing numbness and tingling in my extremities. I was diagnosed with neuropathy. Blood test taken at this time showed that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and require continued medical care and treatment. Dose: denture cream. Frequency: 2 x daily. Route: oral. Diagnosis: denture adhesive cream. Event abated after use stopped: no.